Event description:
It was reported that during an initial supply change the ilet user attempted to remove the blue needle cover and the entire infusion site came out, resulting in the loss of one infusion set. There were no reported clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a use error during preparation of infusion set deployment. It was concluded, based on previously established findings for similar reports, that the cause was use error.